Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. There was no motor error alarm on the device. The motor was tested and passed the motor test. The insulin pump was received with bleeding display, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call motor error alarm on the insulin pump during priming. Customer's blood glucose reading was 272 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer is able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided with the initial medwatch report was incorrect. The correct information has been provided with this report.